Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout and was found to performed as intended. Concomitant medical products: other relevant device(s) are: product ID: 9735737, (stlth s8 1.3.2 cran EU-sw) serial/lot #: (B)(4), UDI#: unknown and product ID: 9735665 (dsurgn cart stealth s8 premium) lot# n29864498. The following codes apply to product ID: 9735665 (dsurgn cart stealth s8 premium) lot# n29864498. The following codes apply to product ID: 9735737, (stlth s8 1.3.2 cran EU-sw) serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the alleged inaccuracy came when the surgeon missed the ventricle during the 2nd pass. The patient had a large weave on during the time of the exam but it was removed for the surgery. The representative instructed the surgeon to avoid tracing where the weave was. The site had a good registration. The site passed the catheter and got a low flow of "csf", so the surgeon thought that the catheter missed the target. He passed the catheter again using navigation then completed a soft pass (removed the stylet and then pushed the catheter further in). This pass they did not receive "csf" flow. The site ended the surgery and the patient got a post-op CT. The CT showed that the first pass did enter the ventricle at the target. The patient was having a 2nd surgery. The representative also noted that the patient had small ventricles. There was no impact to the patient outcome.